Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced excessive no delivery alarms even with infusion sets from another box. Customer's blood glucose was 520 mg/dl. Caller did not wish to disconnect in order to complete troubleshooting. Caller was advised to call back once customer's blood glucose was lowered in order to complete troubleshooting.